Event description:
Implant fracture.

Manufacturer narrative:
Implant region 14 fractured. Construction was a dental crown on the implant. Bone loss and implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implant after 15 years in situ.

Event description:
Implant fracture.